Event description:
It was initially reported that during preparation for a therapeutic drainage procedure, the shaft of the catheter was flared. However, based on the engineering evaluation report for this product, it was determined that the radiopaque marker of the accustick component was missing.